Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, prior to going to bed, the patient¿s cgm displayed a glucose value of 300 mg/dl. On (B)(6) 2025, at approximately 2:30 am, the patient¿s mother found the patient experiencing a seizure on the bedroom floor. During the seizure, the patient¿s head struck a nightstand, resulting in a bruise. At the time of the event, the patient¿s cgm was in a brief sensor error state. It was reported that the patient did not receive an alert indicating the sensor issue (captured in this complaint). The patient¿s mother administered a glucagon injection and attempted to give gummy bears orally. A bg meter reading could not be obtained during the seizure. Approximately two hours after the glucagon injection, the cgm resumed reporting values, showing 157 mg/dl, while a bg meter reading indicated 207 mg/dl. The patient reported feeling better and calibrated the device. There is no documentation indicating that the patient sought care from a higher-level medical facility. At the time of reporting, the patient was described as ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 1/8/2026. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 8:23 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to an algorithm detected failure on (B)(6) 2025. There was no bg calibrations attempted during the sensor session. During the time period of interest (B)(6) 2025 at 2:30 am the egvs were below the urgent low threshold, and app was alerting appropriately, starting at 70% audio volume then progressing to 100% audio volume, repeating every 5 minutes. The alert sounded from 12:43 am until it was acknowledged at 4:19 am. No additional patient or event information is available.